Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2017 with the following findings: the original complaint of an under responsive button keypad issue was unable to be duplicated. All keys were found to respond and no intermittent, unresponsive, or over-responsive keys were duplicated. The keypad was removed to inspect the condition of the contacts, and no defects were found. Unrelated to the original complaint, further investigation revealed a battery compartment crack between the bumper pad and the cover. The pump was opened to inspect the j13 keypad connector and input circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.